Event description:
Information was received via the (B)(6) clinical trial that the patient had symptoms, including dyspnea and pleural effusions, of prolonged signs of right heart failure after the left ventricular assist device (lvad) implant operation. It was indicated as non-life threatening, treated medically, and did not require prolonged hospitalization. The event was reported as "unresolved". The event was reported via the study as "not considered a failure of the device" but was "judged as due to post implant changes of the body's internal environment. In view of the perioperative symptom, it was judged that there was little need of a right ventricular assist device implant rvad implant."

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be performed as log files were not available for analysis. Right heart failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be due to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event could not be conclusively determined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Right heart failure is a known and common potential complication associated with all patients implanted with vads as outlined in the labeling and commonly occurs in the first 24 hours after lvad implantation. The instructions for use addresses guidelines for optimal patient management related to right heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware cqp005, corporate quality plan- complaint management process, and routine complaint file investigation activities. Device remains implanted.